Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, lot# 243104 inratio: 3.9, lab: 2.7, date: (B)(6) 2011, lot# 243104 inratio: 4.2, lot# 263072 inratio: 1.3, lot# 263072 inratio: 1.6. Pt's target therapeutic range is 2.0-3.0. Three to 4 hours passed between meter and lab tests on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.